Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the upper retainer is cracked, when chewing the teeth will grind and sound like nails on a chalk board on the right side, the sides do not mess evenly and still cuts into the lower lip.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.